Event description:
It was reported that (b)(6) 2026, a Amplatzer Vascular Plug 2 was implanted using a non-Abbott delivery system. Following implantation, it was reported that the device pulled through the defect and, on TOE assessment, there was still a sizeable jet across the defect with no device compression, indicating the device was too small for the defect. It was further reported that there was no device migration or embolization, no device malfunction, and no associated clinical signs, symptoms, or adverse events for the patient. Two weeks later, on (b)(6) 2026, a redo mitral paravalvular leak (PVL) procedure was performed after the previously implanted plug was reported to be too small and had pulled through the defect. During the redo procedure, two additional plugs were deployed to address the defect, consisting of one AVP 4 (13.5 x 8 mm) and one AVP 2 (12 x 9 mm). The patient reportedly remained hemodynamically stable throughout the procedure, and no clinically significant delay or patient impact due to delay was reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.